Event description:
It was reported that the 9400 system had an out of focus image during physicist check. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and focus were calibrated and resolution was checked during the service call. The system was tested and found to be working as intended and put back into service.